Event description:
It was reported that during a lap low anterior resection procedure, when the device was removed, excessive bleeding occurred throughout the staple lines in all directions. The staples were all intact and the tissue was reported to be normal. However, severe blood loss occurred. The bleeding was controlled and the case completed by suturing. The patient received a blood transfusion of 1 l. The patient has been discharged.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.